Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customers stated problem was not confirmed. The dso (downstream occlusion sensor) passed all pressure tests but as a secondary issue noticed the device's delivery accuracy was running at three different tests, all of the test were found to be over the manufacturing specifications. The pump's expulsor was trimmed in order to bring the delivery into more nominal of a range. The root cause was undetermined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device failed the pressure test (30.6, 31.4, 27.9). No patient injury was reported.